Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During onsite evaluation, the fse repeatedly tested the instrument tips on patient side manipulator (psm) 3, confirming full range of motion and proper clamping functionality. The fse then performed the cable tension test and sine cycle test, both of which yielded passing results. However, during the sine cycle test, abnormal noise was observed, followed by a psm 3 belt fracture, necessitating its replacement. Additionally, due to a motion range limitation on degrees of freedom (dof) 5 of the setup joint for auxiliary arm (sjx), the fse replaced the potentiometer to restore full functionality as well as the spring lid cover. The potentiometer and spring lid cover are scrap items and will not be returned back to isi. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to the reported issue of non-intuitive motion was successfully reproduced upon installation onto a golden system and testing using matlab. Failure analysis identified a malfunction within the axis 4 motor and potentiometer assembly, which directly contributed to the reported motion anomaly. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a malfunction within the axis 4 motor and potentiometer assembly from the psm.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer experienced that the patient side manipulator (psm) 3 had non-intuitive motion. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to reseat the sterile adapter and instrument, but the issue did not improve. The tse guided the customer to check the master assignment, there was no issue. The customer continued the case. The procedure was completed with no reported injury. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the customer clarified that they experienced the instrument being slow to move. The instrument moved in the appropriate direction and with the appropriate distance. There was time delay in the movement. There was no injury on the patient and the procedure was completed with all the patient side manipulators.